Event description:
It was reported that the customer received a rf pic failed self test alarm. Between the blood glucose meter and the insulin pump there was no communication. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Failed self test alarm and unable to communicate to bg meter. Insulin pump received with cracked case at display window corner and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.